Event description:
On (B)(6) 2025, during a follow-up, a peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 with abdominal pain, drain complications and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic presented with staphylococcus epidermidis in the culture and a wbc count of 77,100/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy that was attributed to an unrelated extremity tremor. The patient was not hospitalized for this event and prescribed intraperitoneal cefazolin (dosage and frequency not reported) to address the infection at home. The patient is recovering and continues antibiotic therapy. It was confirmed that the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient has experienced diarrhea as a result of the antibiotics and continues ccpd therapy on the same liberty select cycler at home as before this event.

Manufacturer narrative:
Correction: b.2.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection can be attributed to nonadherence to aseptic technique through touch contamination during ccpd therapy as reported by a medical professional. Nonadherence to asepsis during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2025, during a follow-up, a peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 with abdominal pain, drain complications and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic presented with staphylococcus epidermidis in the culture and a wbc count of 77,100/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy that was attributed to an unrelated extremity tremor. The patient was not hospitalized for this event and prescribed intraperitoneal cefazolin (dosage and frequency not reported) to address the infection at home. The patient is recovering and continues antibiotic therapy. It was confirmed that the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient has experienced diarrhea as a result of the antibiotics and continues ccpd therapy on the same liberty select cycler at home as before this event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2025, during a follow-up, a peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 with abdominal pain, drain complications and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic presented with staphylococcus epidermidis in the culture and a wbc count of 77,100/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy that was attributed to an unrelated extremity tremor. The patient was not hospitalized for this event and prescribed intraperitoneal cefazolin (dosage and frequency not reported) to address the infection at home. The patient is recovering and continues antibiotic therapy. It was confirmed that the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient has experienced diarrhea as a result of the antibiotics and continues ccpd therapy on the same liberty select cycler at home as before this event.